Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx stents were used to treat the lad. Approximately 20 days post index procedure, the patient suffered advanced gastric cancer. The patient was hospitalized. It was reported that the patient suffered anemia which was due to gastrointestinal bleeding observed by complete blood count. No active bleeding was found and transfusion didn't occur. Patient was on dapt 24 hours prior to the event. Cec adjudicated the event as 'bleeding complication' and was defined the event as 'barc type 2.' The investigator has assessed the event has an unlikely relationship to antiplatelet medication and not related to the device. Sponsor safety assessed the event as causally related to antiplatelet medication and not related to index device. The patient has recovered.